Event description:
On 8/14/92, rptr injured lower lumber area while he fell on the job approx 10' while working on injured right knee. On 6/2/94, rptr had fusion. X-rays after surgery show nonalienment/out of place, left plate bent. Rptr is living in pain. There was a severe loss of weight the first few months and problems from surgery site, lower lumbar area down, buttocks, legs, and feet. He has swelling, pain, and feeling of pins and needles. Upon use rptr's left foot becomes so sensitive it literally hurts to touch. Rptr continues in brace with cane etc and uses a bone stimulator. Rptr takes codeine for pain and temazepam for sleep. (*)